Event description:
It was reported by the sales rep via email that during a shoulder arthroscopy procedure on an unknown date, it was observed that the 4k c-mount endoscope, 30°, 4 mm x 167 mm, mitek lock device had a crack on the lens. During in-house engineering evaluation, it was determined that the optical components were broken. It was unknown how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). E3: reporter is a j&j sales representative. H4: the device manufacture date is currently unavailable. Investigation summary: both photo and the complaint device were received at the service center and evaluated. Upon visual inspection of the photo it was not possible to see the entire condition of the device and the reported damage, the rest of the device was in normal condition. The evaluation at service center is on hold, once the evaluation is completed the complaint will be updated with the corresponding outcome and root cause (OEM service pending). During evaluation, the optical components were found broken and defective. The outer tuber and the distal tip were damaged. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. This complaint can be confirmed and a root cause for the issue experienced cannot be determined. The possible root cause can be related to mishandling and/or lack of maintenance for the damages found in the device. However, it cannot be conclusively affirmed. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.